Manufacturer narrative:
This report is filed february 26, 2014.

Event description:
Per the clinic, the patient developed a fistula from the site of the implant to the scalp skin. The surgeon performed flap rotation and closure as well as irrigated the site in 2012 (date not reported). The fistula recurred and the device was subsequently explanted on (B)(6) 2013.

Manufacturer narrative:
(B)(4). Device currently unavailable.